Event description:
Info received indicates the account was assisting a patient getting into the bed, the pt leaned on the left intermediate siderail, and the siderail released and went to the lower position. The pt fell out of the bed hitting her big toe and chin on the floor and the pt's catheter pulled out. The pt received an x-ray for her big toe and was discharged shortly after.

Manufacturer narrative:
The tech evaluated the bed and could not duplicate the alleged failure on any of the siderails.